Manufacturer narrative:
(B)(4). Visual inspection of the returned device confirmed that the internal sterile cavity (B)(6) lid peel tab adhered to the external cavity in the region of the seal. The inner (B)(6) lid delaminated; the top layer is adhered to the outer (B)(6) lid and the tab of the inner (B)(6) lid is adhered to the rim of the outer cavity. This device is used for treatment. This investigation determined that the root cause is that the operator failed to fold down the peel tab of the inner (B)(6) before applying the outer cavity (B)(6). A secondary factor is failure to detect the peel tab was sealed between the outer cavity flange and (B)(6), during visual inspection. At the time of manufacture of this device, corrective and preventive action was already in progress due to previous events for this issue/non-conformance. It is noted that additional corrective actions including enhancement of inspection instruction were implemented on/or after the manufacture date of lot 62825623. Operator awareness in regards to this complaint was conducted on 08/05/2015 for the packaging personnel to address this non-conformance. Review of the manufacturing process confirmed the presence of necessary controls to capture the non-conformance, reported in this complaint. It was confirmed that 100% visual inspection of the product was present in the inspect operation. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the internal sterile cavity (B)(6) lid peel tab adhered to the rim of the external cavity lid seal.